Event description:
Customer reported an artifact in the live image. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and removed a loose part from the collimator. System operates as intended.